Manufacturer narrative:
Device evaluation: a visual and a tactile inspection was carried out on the device with the following results: the balloon broke at approximately half of its length. The marker band underneath the balloon was missing. The two markers were missing. The tip was missing. Several pressure marks were detected along the shaft. Afterwards the remaining guidewire lumen was successfully flushed and a guidewire 0.035" was advanced for the device length, no resistance was encountered during these procedures.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was using an admiral xtreme otw balloon to treat a lesion in the sfa that exhibited little tortuosity. It was reported that the balloon ruptured during normal inflation <(>&<)> broke into multiple pieces requiring difficult retrieval. The broken product was captured using a long wire <(>&<)> sheath in place <(>&<)> retrieved. No further injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.